Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain/pelvic pain"), genital haemorrhage ("heavy bleeding/ abnormal bleeding") and atrial fibrillation ("afib") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: multiple use of single-use product "when product was placed on right side, it was defective and it was pulled out then reinserted." And device defective "when product was placed on right side, it was defective and it was pulled out then reinserted". The patient's past medical history included parity 4, multigravida, live birth on 12-sep-2008, live birth on 26-sep-2007, live birth in 2003, live birth in 1999 and premature delivery. Concurrent conditions included morbid obesity, acute nasopharyngitis (common cold), vaginal discharge, adenomyosis, hypertension and eye operation. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2009 for contraception, oral contraceptive nos since 2009 for genital bleeding as well as acetylsalicylic acid (aspirin) since 2013, flecainide acetate and naproxen sodium (anaprox). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 27 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal bleeding, menorrhagia)"), menorrhagia ("menorrhagia") and back pain ("back pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and atrial fibrillation (seriousness criterion medically significant). In 2015, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), the second episode of dysmenorrhoea ("painful menses"), abdominal pain ("cramping") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and back pain had resolved and the atrial fibrillation, menstruation irregular, the last episode of dysmenorrhoea, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, atrial fibrillation, back pain, genital haemorrhage, menorrhagia, menstruation irregular, nausea, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event device defective, multiple use of single device, vaginal bleeding, menorrhagia, afib, dysmenorrhea, nausea was added and pelvic pain clubbed with previously reported event. Stop date updated. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.¿ incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 14-dec-2016: ptc global number is (B)(4). Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy (genital bleeding). She underwent two pelvic surgeries five or six years after placement procedure. These events are anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2009 for permanent contraception. In or around 2009, she began to experience symptoms that included, but are not limited to, irregular and painful menses, heavy bleeding, cramping, and chronic pelvic pain. In or around (B)(6) 2014, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. On (B)(6) 2015, it was determined that she required an additional surgical intervention to address her complications. At that time, she underwent a second pelvic surgery to try and alleviate the symptoms. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy (genital bleeding). She underwent two pelvic surgeries five or six years after placement procedure. These events are anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.